Event description:
It was reported that the healthcare provider was not able to tighten the screw with the hexwrench. It was noted that it was replaced. Diagnostic testing or troubleshooting was not required. It was noted that the screw was not probably applied in the right way at the factory. It was reported that the patient was implanted with another stimulator type. It was reported nine days later that the set screw was not placed correctly and the surgeon could not therefore tighten the screw with the hex wrench. It was noted that the patient was doing fine and the patient was implanted with another stimulator.

Manufacturer narrative:
Product event summary #geo event description: information received by medtronic indicated that the physician was not able to tighten the screw of the implantable neuro stimulator (ins) with the hexwrench. Preliminary geo assessment: -new implant -occurred during the procedure preliminary geo conclusion: procedural/handling issue. (B)(4). Analysis of the stimulator serial number (B)(4) found that the setscrew backed out too far.